Manufacturer narrative:
Update 09/30/2011 - litigation papers allege patient suffered significant pain, discomfort and soreness; difficulty walking and performing routine activities of daily living; elevated levels of chromium and/or cobalt in his blood. Invoice was identified with part and lot numbers. Litigation papers identify doi as (B)(6) 2011. There is no new information that would change the outcome of the investigation for the asr products - acetabular cup and femoral head. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2011 - litigation papers allege patient suffered significant pain, discomfort and soreness; difficulty walking and performing routine activities of daily living; elevated levels of chromium and/or cobalt in his blood. Invoice was identified with part and lot numbers. Litigation papers identify doi as (B)(6) 2011. There is no new information that would change the outcome of the investigation for the asr products - acetabular cup and femoral head. Reopened due to identifying part and lot numbers. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address hip pain. Additionally it was reported in the revision operative report that it took approximately one and a half hours to remove the srom stem from the sleeve.